Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found no stent damage or any issue with the device. No kinks or damage were noticed along the shaft of the device. The balloon, stent and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A recommended size product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 80% stenosed lesion being treated was located in the severely tortuous, severely calcified left circumflex (lcx). The lesion was predilated with a 2.5x12 non-bsc balloon. The physician attempted to place the 3.00x16mm promus element stent. However, 'heavy' resistance was experienced and the device unable to cross the lesion. Upon removal, the tip of the stent was found to be bent. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 80% stenosed lesion being treated was located in the severely tortuous, severely calcified left circumflex (lcx). The lesion was predilated with a 2.5x12 non-bsc balloon. The physician attempted to place the 3.00x16mm promus element stent. However, 'heavy' resistance was experienced and the device unable to cross the lesion. Upon removal, the tip of the stent was found to be bent. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device